Event description:
It was reported that during a bipolar resection urology the neutral electrode was leading electricity and damaged the bladder. The surgery itself was not prolonged but the patient suffered a bladder perforation and was treated with a urinary catheter for one week. Additionally, prolonged hospitalization was required. Due to the adverse consequences for the patient a report is deemed required.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).